Event description:
The customer reported an issue with patient weight values being retrieved with a different value from the original value entered when a new cardio study is appended.

Manufacturer narrative:
Investigation of the issue determined a software anomaly as the cause of the error. There has been no reported injury or misdiagnosis. A health hazard evaluation was conducted on (B)(6) 2015, which concluded the issue could potentially lead to a clinician prescribing unnecessary treatment. The error has been corrected in v1.3.3 software. Additional corrective action information will be provided in a follow-up report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an issue with patient weight values being retrieved with a different value from the original value entered when a new cardio study is appended.

Manufacturer narrative:
Philips has corrected the issue in version 1.3.3 software. This issue has been reported to the appropriate regulatory authorities and a field correction (fco79500336) was implemented on (B)(6) 2015.